Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempting to scan a new freestyle libre 3 plus sensor with the ilet application experienced a scan error, after which a subsequent scan indicated that the sensor was still in its warm-up period. No adverse clinical symptoms reported. Outcomes included no impact to health and no alerts or alarms on the ilet system. User support included customer support troubleshooting and user education, which led to a successful rescan and confirmation of ongoing sensor warm-up. Investigation of this case revealed that the event was consistent with expected sensor warm-up behavior, with no malfunction of the ilet application or hardware identified. It was concluded, based on previously established findings for similar reports, that the cause was transient communication interruption resolved by standard rescan procedures.